Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) coupler forceps had bent tips. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d4: unique identifier (UDI)#, h5. Additional information: d9, h3, h6 (update codes), h11. H11: two (2) actual samples and photographs of the samples were provided for evaluation. Visual inspection of the photographs identified a bent tip and a sample that appeared to have been incorrectly packaged. Visual inspection of the actual samples did not identify visible discoloration or damage to the forceps, which is consistent with the report of the issue observed prior to use. Further inspection observed the tips of the forceps were misaligned. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause could not be determined. However, this event is likely to be detected prior to use and renders the device unusable. The issue is unlikely to cause or contribute to serious injury. Should additional relevant information become available, a supplemental report will be submitted.